Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the screen would go black and would display a message that a camera was not plugged in. The customer stated that the hdmi connector between the glidescope video baton 2.0 large and glidescope core smart cable was loose and would disconnect during the procedure. No delay to the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and confirmed the reported "no image" issue. The customer's video baton 2.0 large was not recognized by a known, good, test monitor when the baton was connected to the test equipment. A visual examination of the video baton 2.0 large revealed that the hdmi connector was visibly damaged. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to baton failure. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."